Manufacturer narrative:
The pod was received with the formed needle exposed past the bottom housing. The linkage assembly was partially extended. The data shows that the pod completed both priming sequences and was deactivated at the end of second prime. The investigation found that the formed needle has deployed into the environmental seal, indicating the chassis sub assembly was installed incorrectly into the bottom housing. The needle deploying into the environmental seal prevented full movement of the needle mechanism assembly components and prevented retraction of the formed needle. This also resulted in the damage to the soft cannula and the formed needle bending under the force of the mechanism spring. This incorrectly installed chassis sub assembly was confirmed to be the cause of the reported needle failing to deploy.

Event description:
It was reported that the needle never deployed the cannula into the skin. The pink slide did not move forward and the cannula was not visible when the pod was removed. No impact to the patient's glucose level was reported. The pod was not worn.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.